Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a correction.

Event description:
Initial report-on 10/15/2024, customer called in to report a false positive for lead in the capillary tubes and suspected presence of lead in tube. No adverse patient effects were reported. Followup report-06/04/2025, customer reported having an additional 39 complaints of high lead in the capillary tubes all with the lot 24e4138. No adverse patient effects were reported. This is complaint 26 of 39 additional complaints.